Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the red connector on the active cord broke off when the user attempted to connect it to an accessory device during preparation. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the red connector on the active cord broke off when the user attempted to connect it to an accessory device during preparation. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found that the red banana jack connector had detached from the cord along with some of the black tubing. Inspection of the end of the cord from which the connector detached revealed that the heat shrink was wrinkled and worn, indicating repeated use. The condition of the returned device was consistent with the complaint that the red connector broke off; the complaint was confirmed. Repeated use of the device likely weakened the core wire to the point of breaking, allowing the red connector and cord end to detach. Therefore, the most probable root cause of this event is wear and tear.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.